Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. As a result, surgical intervention was undertaken wherein the entire system was explanted.